Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to verify the motion sensor test failure alarm due to the motor error alarm. There was no check settings alarm. The pump had scratched lcd window and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm and motion sensor test failure alarm. The blood glucose at the time of the incident was 201 mg/dl. They were able to rewind the pump but unable to complete the displacement test. Troubleshooting was not able to resolve the issue. The device was returned for analysis.